Event description:
Olympus was informed that during an onsite visit, the user facility staff was not reprocessing overnight and the device was left in the operating room for 14 hours after use. No patient infections or injuries reported.

Manufacturer narrative:
No device was returned to olympus for evaluation. However, as part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility.

Event description:
Additional information was provided. The procedure was an esophagogastroduodenoscopy with robotic assisted repair of a hiatal hernia and fundoplication. There was no delay in the procedure in which the subject device was used.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation, device evaluation, and information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated but as the reported event is not reproducible, it could not be confirmed. The following defects were noted: the labels were not properly affixed, the instrument channel leaked, there was a chip in switch 1 and 3, the angulation was low, there was play in the control knob, the distal end plastic cover was dented/scratched, the objective lens was chipped/worn, the light guide lens was chipped/worn, the bending section cover glue had a crack on both sides, the insertion tube had multiple deep scratches, the insertion tube boot had a minor dent/scratches, the light guide tube was buckled/scratched, and the scope connector had a minor dent/scratches. However, these defects alone are not considered severe enough to cause a potential adverse event. Due to the nature of the reportable event, the customer provided the following information regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility. Pre-cleaning is performed immediately after a procedure per the manufacturer's guidelines. "Revitalox enzymatix and rapicide parts a & b" are the cleaning solutions used with the scope. The minimum effective concentration is checked weekly. The scope is leaked tested prior to manual cleaning using an olympus mu-1. The scope channel is brushed during manual cleaning using a "steris double-header" single use brush. To reprocess their scopes the customer uses a "medivators dsd edge" as their automated endoscope reprocessor (aer), which has had no issues. The last preventative maintenance on the aer was june 2023. The customer uses "rapicide part a & b" as their disinfectant solution and the minimum effective concentration is checked quarterly. The last in service conducted by an olympus endoscopy support specialist was 24may2023 and there has been no change in the facilities reprocessing personnel since that last visit. All reprocessing personnel are trained on how to properly reprocess a scope. Lastly the scope is stored hanging in a drying cabinet after reprocessing. Based on the results of the investigation, the root cause of the reported event was user error. It is likely the customer's understanding of device handling and/or reprocessing steps differed from olympus recommendations. The event can be prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope." Olympus will continue to monitor field performance for this device.